Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted:(B)(6) 2014, product type: lead.(B)(4).

Event description:
It was reported that the patient was implanted for chronic headaches. The patient¿s system goes in his carotid artery in the brain. The patient was implanted in the lower back because it was the only place where they could find any fat. The patient reported that the implantable neurostimulator (ins) never went into a permanent position and the ins was in constant movement. The ins started moving around on (B)(6) 2014. The patient did not notice it until a few weeks after because he was still wearing bandages. It was moving around and causing discomfort and pain. The healthcare professional (hcp) gave the patient a patch for pain but it was expensive. The hcp could not do anything else. The patient could not wear most of his pants because they hit the battery. The patient did not really want to go for a surgery to have the ins moved. The reporter thought that the issue might be due to the patient not having enough fat tissue. The patient was wearing an elastic bandage.